Event description:
It was reported that this right ventricular (rv) lead sensing went from greater than 25 down to the teens then single digits. Additionally, auto thresholds didn't work and pacing impedances had an abrupt increase however, the measurement was within range. The device was tested and now there is loss of capture when programmed at maximum outputs. The patient was previously hospitalized for pneumonia, and they will either review the previous chest x-ray or obtain a new one. Review of device data also noted there was noise that was being oversensed resulting in inappropriate atrial tachy response (atr) episodes. Most likely, the plan is for a lead revision. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead sensing went from greater than 25 down to the teens then single digits. Additionally, auto thresholds didn't work and pacing impedances had an abrupt increase however, the measurement was within range. The device was tested and now there is loss of capture when programmed at maximum outputs. The patient was previously hospitalized for pneumonia, and they will either review the previous chest x-ray or obtain a new one. Review of device data also noted there was noise that was being oversensed resulting in inappropriate atrial tachy response (atr) episodes. Most likely, the plan is for a lead revision. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this right ventricular (rv) lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.